Event description:
Surgeon was performing myomectomy procedure using an omniguide laser beampath robotic fiber. After about 10 minutes of use, the device failed while in use. The fiber was immediately replaced and the defective fiber was given to omniguide representative, who was present. The second (replacement) fiber "did not have enough velocity" and it was removed. Primary cautery was switched to monopolar energy. There was no harm to patient.